Event description:
Information received a smiths medical cadd solis vip 2120 pump over delivered unknown medication. No patient adverse events reported.

Event description:
Investigation completed and summarized in h 10.

Manufacturer narrative:
Other, other text: investigation completed on a smiths medical ambulatory infusion pumps/cadd solis vip pumps - 2120 complaint of over delivery of medication was confirmed during testing and duplicating event. No evidence revealed in the event log. The over all condition of the device was good. The problem was isolated to expulsor. Action was taken to replace the expulsor and device passed all delivery and functional testing.

Event description:
Additional information was received indicating that there was no patient involvement. The issue was discovered during post patient testing.